Event description:
Caller called to report receiving a chemical burn from the sensor adhesive after eight days of usage. Reporter was told how to treat her burn by her nurse. Reporter has called abbott about the event and burn; she was told by abbott that they have not heard of any problems with the adhesive causing problems and told the reporter that they would send her two new sensors. Abbott asked the reporter if she would return the sensor that caused the burn. She agreed; however, the reporter has not received the sensors, nor the packaging for the returning sensor. Reporter is a part of a (B)(6) group and "there are numerous complaints about the adhesive causing chemical burns and that everyone affected should call the FDA to make a report."